Event description:
It was reported that when patient presented in clinic, pocket infection was observed with symptoms of swelling, bruising, and tenderness at the pocket. Test results were (B)(6) for (B)(6) infection. There was no known allegation that the infection was related to the system or the implant procedure. Device and leads were explanted. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).